Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Unable to replicate reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system displayed an error message stating that geometry calibration was required and that navigation was disabled. No troubleshooting was performed during the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. The representative reported that the procedure was completed with a c-arm and 2d navigation on the navigation system. There was no reported impact on patient outcome. No additional information was provided.